Event description:
We became aware of an event on (B)(6) 2014 at the university medical center of (B)(6) at (B)(6) regarding a vantage grab 'n go oxygen unit. Based on limited communications from (B)(6) and the fire marshal, it appears that a nurse knocked over the unit, which was unsecured, resulting in what we are told was a flash fire. We are advised that the nurse was injured along with a visitor in the room. The nurse was transported to a burn unit and the visitor was treated and released. Info provided herein regarding injury is based on a medwatch report from the hospital. We continue to try to obtain the unit for investigation. To date, however, we have not been able to examine the unit or obtain additional factual info. The vantage grab 'n go is a class I valve integrated pressure regulating device, which is screwed into an aluminum high pressure gaseous medical oxygen usp cylinder.

Manufacturer narrative:
Investigation is ongoing; however, praxair has not been given access to the unit. We continue to try obtain the unit for investigation. Info provided herein regarding injury is based on a medwatch report from the hospital.